Manufacturer narrative:
The manufacturer received the device for further evaluation and at the initial inspection of the device the reported failure in the flow reading could be confirmed. The device was sent to a supplier for further evaluation and repair with the following results: the ceramic has loosened from the sensor-body and therefore led to the failure of the flow sensor. The described failure can therefore be confirmed. In the area surrounding the sensor residue of blue gel (ultrasonic-gel) was identified. It can be concluded that this gel led to a bonding of the ceramics and therefore had a negative influence and led to the weakening/detachment of the adhesion. According to the instructions for use: [...]"only use ultrasonic contact cream which is listed as an accessory" [...] Based on the available information to the manufacturer at this time the reported malfunction can be confirmed. However, it could also be determined that the defect on the device (loosened ceramics) were caused by a mishandling of the device by using ultrasonic gel and not the approved ultrasonic cream. The flow sensor was replaced and calibrated and the device was successfully tested to manufacturer specifications.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet service technician evaluated the device and could not get a lpm reading. The affected rotaflow drive (rfd) unit was tested with two separate rotaflow consoles to confirm that the malfunction was located with the drive unit. The rfd in question will be sent back to the manufacturer for further evaluation. A supplemental report will be provided if additional information becomes available.

Event description:
During the evaluation of the device by a maquet service technician it was noticed that no lpm (liters per minute) could be read. (B)(4).